Event description:
It was reported that during a da vinci-assisted surgical procedure, the system prompted that the harmonic ace instrument needed to be replaced. The procedure was completed using a backup harmonic ace instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was missing material outside of a surgical procedure. No additional surgical procedure was needed. There was no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Failure analysis was not able to confirm/reproduce the reported complaint. The harmonic ace instrument was placed and driven on an in-house system. The instrument was connected to the in-house harmonic ace generator and passed energy recognition. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. Energy delivery was performed and passed. No error messages were observed during in-house testing. An additional observation not reported by the site was also identified. The instrument was found to have teflon pad damage on the clamp arm. A piece, measuring approximately 0.019" x 0.048" in size, was found missing and not returned with the instrument. .